Manufacturer narrative:
The meter and strips have been requested for return. The strips were no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(6). The result from a laboratory using an unknown reagent was 4.7 inr. The results from the meter were 8 inr and 6 inr. The comparisons between the meter and laboratory were performed within four hours.